Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower glucose sensor scan results compared to unspecified glucose readings obtained on the adc meter and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer did not experience any symptoms and was able to initially self-treat by eating food and then took insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.